Event description:
Caller reported a cartridge alarm during the load process, which was confirmed by technical support, but there was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and provided instructions for returning the problematic pump, including putting it into storage mode. The customer agreed to switch to an alternate method for insulin delivery in the meantime and acknowledged the need to complete training before using the new pump.